Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. After the alarm, the infusion set was changed and insulin delivery was resumed. There was no reported impact to the customer's blood glucose level.